Event description:
It was reported that the in insulin pump alarmed no delivery during bolus. Customer changed the infusion set and is not sure if the bolus was delivered completely. Customer noticed that the insulin pump stopped counting at 2.0 units. No other alarms occurred. It was mentioned that the customer was hospitalized due to a vascular obliteration in the right arm. Customer had mobility of both arms restricted at the moment. Blood glucose value is 290 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.